Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The patient presented with "infarct with supra." The anterior descending wall had 99% sub-occlusion in the proximal portion previous to the trunk. A thrombectomy was performed and the lesion was not pre-dilated. The 3.5x38mm promus element long was advanced and deployed in the ostium of the anterior descending artery. Post dilation was performed with a "quantum 40x20" to 26atms. Kissing technique was then performed in the second diagonal using the "quantum 40x20" and an unspecified maverick balloon, both to 8atms. While using kissing technique in the first diagonal with a "30x15" balloon, a little resistance was noted "as if something was being creased." Cine revealed the stent had shortened by 10mm. A "25x15" apex balloon was advanced and inflated to 12atms in the lateral branch. A "40x12" promus element was then deployed to 14atms, overlapping the 3.5x38 promus element. Using the balloon of the stent delivery system, post dilation was performed to 26atms, "even in the overlapping region." The procedure was completed. There were no additional patient complications reported and the patient's status is stable.